Event description:
It was reported that catheter included in the arterial pressure monitoring tray caused vessel perforation in an unknown patient. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
H3 - device evaluated by mfg? It is unknown if the device will be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.